Manufacturer narrative:
(B)(4). Date sent: 1/15/2026. D4 batch#: unknown. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of an image submitted for evaluation. The image provided by the customer shows detached tissue pad during a procedure. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Based on the photo, the reported event was confirmed. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot: c80069, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic hepatectomy the white tissue pad was completely detached. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete surgery. No additional information can be provided.